Event description:
It was reported that the ilet displayed a blank screen and could not be restored through standard troubleshooting, leading to determination that a replacement was needed and that the device¿s water resistance would no longer be assured. Symptoms included no alerts or alarms and no reported blood glucose impact. Outcomes included shipment of a replacement device and instructions for data syncing, shutdown, return of the original device, and maintaining backup therapy. Investigation included review of the reported malfunction and verification of shipping information. Investigation revealed a device functional failure related to the display interface, consistent with a suspected hardware screen defect. It was concluded, based on previously established findings for similar reports, that the cause was a hardware malfunction of the screen component with undetermined underlying mechanism.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."